Manufacturer narrative:
Concomitant medical products: non-bd extension set, therapy date (B)(6) 2016. The customer¿s report of a bulge was confirmed. Visual inspection of the set noted that the silicone segment had a slight balloon near the upper fitment. Tactile examination confirmed that the upper fitment had been stretched and weakened. Functional testing and pressure testing confirmed and replicated the bulging. The root cause for the reported event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that as the nurse was administering lasix ivp through a y-port of the primary tubing attached to a PICC line, the syringe was met with pressure and was unable to give the medicine. The PICC was flushed directly without the tubing attached and there was no resistance. A patient side occlusion alarm was noticed on the pump, and when the door was opened, a large bulge in the silicone segment was noticed under the upper fitment of the tubing. There was no patient harm reported.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a medwatch report which stated: "event desc: the red port of patients left tl PICC was infusing at to keep open (tko) since rn/ came on shift. Rn went to administer IV lasix through port closest to PICC and was met with pressure and unable to administer the medication. IV pump would no longer infuse and read "occluded- pt side". Rn disconnected tubing from PICC and directly flushed into red port of PICC without any issue or meeting any resistance. Tubing was checked for kinks/clamps and none were noted. When module was opened rn noticed all tubing was in place but under the blue connection was a large bulge of solution in IV tubing. IV tubing was promptly removed."